Event description:
It was reported that q-syte 15cm small bore bi-ext set luer broke and leaked medication. The following information was provided by the initial reporter: breakage of q-syte luer which was attached to PICC line leading to medication leakage. Two infusions - inj. Methotrexate and hydration were being given simultaneously in PICC line through bd q-syte bi ext. Connector. Inj. Methotrexate started at 8pm and there was no leakage till 6am next morning. At 7am, there was leakage of chemo(app. 15ml) and ivf (around 60ml) and the luer connection of q-syte connected to PICC line was found broken.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. No CAPA ¿ based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.